Event description:
It was reported that the patient was unable to adjust stimulation and the display on the patient programmer (pp) was showing the ¿call your doctor¿ icon and a warning power on reset (por) condition. It was noted the patient had been in for five radiation treatments for her cancer but she had turned stimulation off each time. The patient inquired if this is what could be causing this. It was reviewed that strong source of emi could potentially cause the implant to go into a por. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).